Event description:
According to the reporter: during an ectopic pregnancy procedure, the balloon of the trocar burst while inflating. To correct the condition they used another device. Current patient status is alive with no injury.